Manufacturer narrative:
Trigger lock.

Event description:
It was reported by service report that the breakaway head section would not lock due to missing pivot pin retaining rings causing the pivot pins to back out. It is unk if there was pt involvement or if there were adverse consequences to report.